Manufacturer narrative:
Upon visual inspection, it was found that there were general signs of usage on the implant. No anomalies or defects were observed. The complaint could not be verified. DHR review, review of sterilization records, and complaint history review did not provide any indication that the product was non-conforming. There were no manufacturing deviations identified which would cause or contribute to this complaint. No technical root cause can be determined.

Event description:
The dentist reported that the patient presented with an infection causing the implant to be removed less than one month after placement.